Event description:
It was reported that intermittent occlusion alarms occurred. Customer laid flat on bed with pump raised above them, resumed insulin, and re-initiated insulin with new boluses. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was corrected with a bolus via the pump and manual daily injections.